Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 77 years old, f, 83.5kg, bmi 34.8 2. What are the name and date of index surgical procedure? Left carotid endarterectomy on (B)(6) 2025. 3. What were the diagnosis and indication for the index surgical procedure? Carotid artery stenosis 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Cad (CABG around 1995), icm (ef 35-40% as of (B)(6) 2025), htn, hld, dm 5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Both 6. Where was the surgicel used (on what tissue)? Perianastamotic/surgical field by carotid artery and patch 7. Was the surgicel product left in place? Was the excess irrigated and removed? Yes left in place 8. What were current symptoms following the index surgical procedure? What was the onset date? Onset approximately 6/03/25 9. Were cultures performed? If yes, results? Yes tissue culture from left carotid wound, very rare growth mrsa (B)(6) 2025) 10. Has any surgical or medical intervention been performed? Yes, left carotid endarterectomy, neck exploration, washout with reconstruction using lle gsv 11. What is physician¿s opinion as to the cause of this event? Concern for surgipowder causing ph to be lowered and subsequent loss of tensile strength to vicryl suture resulting in wound dehiscence and need for reoperation. 12. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection? Yes, see above 13. What is the patient¿s current status? Deceased 14. What is the users experience w/ surgicel powder and other hemostatic agents? Has used with a number of cases prior to this event. The following information was requested, but unavailable: 1. Was there any intraoperative concurrent use of other products? Unknown 2. What are the product code and lot number? Unknown 3. How much surgicel was used during the procedure? Unknown. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. The account has seen four infections associated with absorbable hemostat. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: b2. Additional information was requested, and the following was obtained: 1. Can you please provide more detail around the surgeon¿s concern about the surgicel powder causing ph to be lowered and subsequent loss of tensile strength to vicryl suture resulting in wound dehiscence and need for reoperation. We have never seen wound dehiscence at the sites (carotid endarterrectomies, carotid-brachial bypass) that dehisced when we used surgicel powder including irradiated necks. 2. What was the date of death? (B)(6) 2025. 3. Did the surgicel powder contribute to the patient¿s death? No, patient had multiple comorbidities, surgicel powder may have contributed indirectly. 4. Dd the vicryl suture contribute to the patient¿s death? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h 6. Health effect - clinical code. Additional information was requested, and the following was obtained: wound dehiscence with dark brown discharge after using surgicel powder. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.